Event description:
It was reported when the physician inserted the catheter into the sheath, air was noted in the sheath. There were no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a followup report will be submitted. (B)(4).